Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized because insulin pump was not delivering insulin. The blood glucose at time of incident was 259 mg/dl and current blood glucose is 119 mg/dl. The customer reported that the couple of times blood glucose was in 300 mg/dl range and before bed was 132 mg/dl and at midnight blood glucose was 200 mg/dl. The customer woke up and blood glucose was 95 mg/dl. The customer treated their high blood glucose. The insulin pump will not be returned for analysis.